Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case clip broke. Subsequently, the pump case fell, causing infusion the set to be pulled out. The customer's blood glucose was 303 mg/dl. Customer inserted new infusion set and resumed insulin delivery.